Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer complained of discrepant ise indirect na, k, ci for gen.2 results for two patient samples on a cobas 6000 c (501) module. For patient 1 the initial (B)(6) result was 158 mmol/l and the repeat result was 141 mmol/l. The initial (B)(6) result was 5.4 mmol/l and the repeat result was 4.9 mmol/l. The initial (B)(6) result was 88 mmol/l and the repeat result was 101 mmol/l. For patient 2 the initial (B)(6) result was 4.6 mmol/l and the repeat result was 3.9 mmol/l. The initial (B)(6) result was 89 mmol/l and the repeat result was 103 mmol/l. Patient 2 is a (B)(6) year old male. It was not known if erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The (B)(6) electrode lot number was e1445. The expiration date was asked for but not provided. The (B)(6) electrode lot number was i1416. The expiration date was asked for but not provided. The (B)(6) electrode lot number was s3935. The expiration date was asked for but not provided.

Manufacturer narrative:
The investigation was unable to find a definitive root cause. The provided data did not suggest a system failure.